Event description:
It was reported that this lead was explanted as part of a therapy upgrade; however, a portion of the lead was not retrieved and remains inside the patient. A new lead device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted as part of a therapy upgrade; however, a portion of the lead was not retrieved and remains inside the patient. A new lead device was successfully implanted. No additional adverse patient effects were reported. Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became/ detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy.